Manufacturer narrative:
The controller dc adapter was returned for evaluation. A review of the manufacturing documentation confirmed that the device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller dc adapter revealed that the device passed functional testing and visual inspection. As a result, the reported event involving the controller dc adapter could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller dc adapter does not provide power. The green light on the adapter does not light up. The adapter was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller dc adapter was returned for evaluation. A review of the manufacturing documentation confirmed that the device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned controller dc adapter revealed that the device passed functional testing and visual inspection. As a result, the reported event involving the controller dc adapter could not be confirmed. If information is provided in the future, a supplemental report will be issued.